Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017(109 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion was observed between the air-side and middle layers of the triple layer membrane. Functional testing indicated that the pump did not meet its required specification. The pump was disassembled for evaluation and a leak was detected in the air-side layer of the triple layer membrane. Furthermore, abrasion (graphite agglomerates) was detected between the membrane interstices. The other two layers displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points, which finally led to the defect in the air-side layer of the membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduces the pump performance. Berlin heart initially received the information about this incident on 09/26/2017; however, information provided by the site at the time did not suggest that incident was device related and not required to be reported. However, after receiving the blood pump on 10/26/2017, berlin heart completed the failure analysis on 11/06/2017 and determined that one of the membrane layers were defective, therefore this incident is reportable.

Event description:
Berlin heart (B)(4) was informed by the clinic on (B)(6) 2017 of a pump exchange of an excor blood pump patient supported in the lvad configuration. The clinic suspected a potential aortic thrombus based on an echocardiogram. The patient was taken to the operating room for arterial cannula replacement and thrombus removal; however, no thrombus was detected and the cannula was not replaced. Regardless, the clinic decided to exchange the blood pump. At the time they changed the blood pump they did not know that it was affected. The blood pump was exchanged in the clinic by trained personnel without complications and sent back to berlin heart. The patient was not negatively affected by the incident and is doing well.